Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation found that the stopping ball at the adjusting mechanism fell out and is missing. The device history record review shows that this device was manufactured in 1995 and belongs to an old version which was modified several years ago. Synthes considers this complaint to be normal wear and tear.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted that the pliers were found broken and missing the 0.5mm metal ball after being used by the doctor in the operation on (B)(6) 2012. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.